Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The heavily calcified lesion being treated was located in the right coronary artery. Using two non-bsc guide wires the physician implanted an unknown 2.75 x 20 mm stent in the target lesion, before advancing a 2.75 x 24 mm promus element plus stent delivery system (sds). However the 2.75 x 24 mm sds had difficulty advancing, the stent became damaged and the shaft of the sds buckled. The procedure was completed with another of the same device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).